Event description:
Pt's meter had missing segments. Pt reproted that in 2003 they obtaind a "7/2mmol/l" at 6:00 pm, which they believed could have been a "7.0mmol/l" or "7.9mmol/l". Pt had their lunch and insulin as prescribed (set amount). Pt obtained a "10.0mmol/l" at 10 pm and decided not to take their regularly prescribed insulin (10 units lantus) because they felt that the reading was low. The following morning pt woke up with symptoms of hypoglycemia. They described feeling sweaty and having the shivers. Pt immediately too "dextrose" and had apple juice. They reproted feeling better after some minutes later. No blood glucose test was performed prior to or after the symptoms. No medical care was sought from a healthcare professional. Pt obtained redings and took the set amount of insulin. Pt skipped their bedtime insulin because they believed their blood glucose level were lower than nomral and experienced the hypoglycemia symptoms the following morning. Based on the info, there was no evidence that the meter contributyed to a serious injury. The customer service rep walked pt through checking the meter display. The meter was replaced due to missing segments.